Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and was explanted. Another s-ICD was successfully implanted. No additional adverse patient effects were reported.